Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin (1 gram, once in four days and route not reported) and injection fortum (1 gram, once a day and route not reported) for the event of peritonitis. The cause of peritonitis and the patient¿s outcome were unknown. The action taken with pd therapy was not reported. No additional information was available.